Manufacturer narrative:
A siemens field service engineer (fse) went on site and evaluated the system. The sample probe to incubation ring alignments were confirmed to be aligned to specification. The system is performing as expected. A review of qc and calibration data indicates that the assay is performing as intended. The customer mentioned to a siemens customer service engineer that samples were vortexed and not centrifuged prior to being placed on the advia centaur cp during the period of time when the initial (B)(6) sample results were obtained. Starting in (B)(6) 2017, the customer started centrifuging all samples prior to placing them on the advia centaur cp and has not observed any additional (B)(6) results. Siemens does not have any recommendations for vortex mixing samples but recommends that the guidance for sample handling provided in the instructions for use and in the sample tube manufacturer guidelines be followed. The specimen collection and handling section of the instructions for use states: " serum, edta plasma, lithium or sodium heparinized plasma are the recommended sample types for this assay. Do not use specimens with obvious microbial contamination. The performance of the advia centaur hcv assay has not been established with cord blood, neonatal specimens, cadaver specimens, heat-inactivated specimens, or body fluids other than serum or plasma such as saliva, urine, amniotic, or pleural fluids. The following recommendations for handling and storing blood samples are furnished by the clinical and laboratory standards institute (clsi),10 and augmented with additional sample handling studies using the advia centaur hcv assay: handle all samples as if capable of transmitting disease. Samples are processed by centrifugation, typically followed by physical separation of the serum or plasma from the red cells. The centrifugation step may occur up to 24 hours post draw. When testing 10 samples where the centrifugation step was varied up to 24 hours post draw, no clinically significant differences were observed. Test samples as soon as possible after collecting. Store samples at 2-8°c if not tested immediately. Store samples stoppered and upright at all times at 2-8°c up to 7 days. Store primary tube samples at 2-8°c up to 7 days. Keep samples stoppered and upright at all times. Primary tube samples include serum stored on the clot, plasma stored on packed red cells, and samples processed and stored in gel barrier blood collection tubes. When 10 samples in these primary tubes were tested up to 7 days, no clinically significant differences were observed. Freeze samples, devoid of red blood cells, at or below -20°c for longer storage. Do not store in a frost-free freezer. When 10 samples were subject to 4 freeze/thaw cycles, no clinically significant differences were observed. Thoroughly mix thawed samples and centrifuge before using. Package and label samples for shipment in compliance with applicable federal and international regulations covering the transport of clinical samples and etiological agents. Samples maintained at room temperature up to 2 days or refrigerated up to 7 days demonstrated no qualitative differences. Store samples stoppered and upright at 2-8°c upon arrival. If shipment is expected to exceed 7 days, ship specimens frozen. The purpose of handling and storage information is to provide guidance to users. It is the responsibility of the individual laboratory to use all available references and/or its own studies when establishing alternate stability criteria to meet specific needs." The limitations section of the instructions for use states: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
The customer retested a number of samples with the advia centaur cp hcv (ahcv) assay. Initial results were (B)(6) and repeat results were (B)(6) several months later. There are no reports that treatment was altered or prescribed or alternate health consequences due to the initial (B)(6) result.